Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6)2014. They underwent right knee revision surgery on (B)(6)2023, approximately 8 years 5 months after their initial implantation. (B)(6)2023 op report postoperative diagnosis: primary osteoarthritis of right knee. Surgeon noted that the femur came off easily, the poly was removed followed by the tibia - there was minimal bone loss on the tibia. The patella was removed, and the holes were burred. The decision was made to do a full total knee revision. Patient condition: stable to pacu. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H10. Additional/updated information ¿ d1, g2, h6, health effect - clinical code & medical device problem code. H3. Investigation results-the cause of the patient¿s pain, condition, and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. There was no mention of device malfunction or wear in the revision operative report. These devices are used for treatment not diagnosis. There is no additional information.